Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "pain, made them sick, feeling like hot burning fire going through my nipples and it's getting worse" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having had right side "moderate" breast pain" and "feeling like hot burning fire going through my nipples and it's getting worse.¿ patient additionally reported "made them sick;" this event is not related to the device. Device remains implanted.